Manufacturer narrative:
(B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. . Review of the event history log no issues related to the customer problem were found however date and time discrepancies and cassette not attached (nda) and occlusion alarm were noted. Functional testing was performed and was unable to confirm the problem since accuracy testing was within specification with no alarm. The investigator replaced the microprocessor board and downstream sensor as preventive measures for the date and time discrepancies and nda issues observed in the history log. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump medical fluid infused was less than the set volume. No adverse patient effects were reported. No additional information is available at this time.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump medical fluid infused was less than the set volume. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Report source: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. . Review of the event history log no issues related to the customer problem were found however date and time discrepancies and cassette not attached (nda) and occlusion alarm were noted. Functional testing was performed and was unable to confirm the problem since accuracy testing was within specification with no alarm. The investigator replaced the microprocessor board and downstream sensor as preventive measures for the date and time discrepancies and nda issues observed in the history log. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.